Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump, and that the device had pieces missing from its casing and had worn threading. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was able to prime the insulin pump successfully. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.